Event description:
It was reported that patient dislocated in bed. Patient was opened and replaced the shell with bipolar shell.

Manufacturer narrative:
Visual inspection of the returned bipolar was unremarkable. There have been no other events for the lot referenced. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient dislocated in bed. Patient was opened and replaced the shell with bipolar shell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.